Manufacturer narrative:
This report is a malfunction that has been reported to fisher & paykel healthcare. Results & conclusions: please see attached report "inspiratory tubes detaching from the t-piece" for details of failure investigations. Unfortunately this report was inadvertently omitted from the retrospective summary report 9611451-2007-00013 under exemption.

Event description:
Reporter reported that, whilst using the rt127 breathing circuit in the first day of use, the inspratory tube detached from the temperature probe connector.